Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (B) (4) and MFR (B) (4) for the same event.

Event description:
The pt had a mr exam. The pt was scanned with the flex-s coil while in feet first position. The setup was positioned for a wrist exam. The coils were above and below the wrist. Padding and pillow cases were placed between the mr coil and the pt's skin. After the scan, no abnormalities were observed on the pt. However 8 hrs later, a second degree burn with a 1 cm x 10 cm blister was discovered on the top of the forearm below the elbow.